Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the up arrow, down arrow and ok keypad buttons were unresponsive. There was no additional information available for this complaint. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: keypad is fully intact, with no peeling or damage observed. Keypad was removed for investigation and evidence of keypad contamination was located under the contrast, up, down, and ok contact buttons. Down and ok keys respond to button press. Contrast and up keys have intermittent response to button presses. Contrast, up down and ok keys have normal spring back or click. Unrelated to this complaint, pump booted to the verify screen with dim pink contrast. Pump was removed and the old screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Visual inspection of battery compartment revealed a compartment crack from threads to case seal.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).